Event description:
It was reported that an unspecified quantity of one-link needle-free IV connectors would not allow for blood return using vacutainers (non-baxter). This issue was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.